Event description:
The reporter stated that pt did back to back (rapid succession) blood glucose tests. Pt results were 280 and 165 mg/dl. Pt did not have any symptoms. A control solution test was not done due to unavailability of supplies. On folowup, the reporter confirmed the above tests, and stated that the reporter had since done a control solution test with a result that was high, out of range 149 (123-140). No harm was alleged.